Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 29-aug-2025, the user reported a high blood glucose (bg) after connecting a freestyle libre 3+ (fsl 3+) sensor. At connection, blood glucose (bg) was 233 mg/dl, rising to a highest blood glucose (bg) of 405 mg/dl. By the end of the call, blood glucose (bg) had decreased to 254 mg/dl and later returned to range. Blood glucose (bg) was corrected by connecting the sensor wherein the ilet pump resumed insulin dosing. No symptoms, outside assistance, or medical intervention were reported.